Event description:
It was reported that two years post implant, the patient received an alert for vf that triggered a charge which was aborted. The egms revealed non-physiologic signals not related to the cardiac cycle. Deep breathing, arm movement, and ICD movement did not reproduce the noise. X-ray revealed that two cables were separated from the lead body. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.